Event description:
This report is being filed upon notification from our radiology manufacturer, of an event that occurred in other country. There is a potential of misinterpretation of object/anatomy sizes (length measurements) at the viewing stations when images are zoomed to shutter before they are sent to the picture archiving and communications system. There have been no reported cases in the united states.

Manufacturer narrative:
The cause of this measurement problem is a software issue that resulted in the zoomed images having a new pixel matrix but the pixel size had not been changed. A field change order was released to correct this issue.